Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the air pen drive device seized, jammed, and was moving heavily. It was noted that the device was working intermittently with leakage of air, and intermittent rotation. It was further determined that the device failed pretest for check the hose coupling, check internal leak tightness, check external leak tightness, check valve-control in ¿hand¿ position with hand switch, and check valve-control in ¿lock¿ position. It was noted in the service order that the valve was leaking. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.